Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, testing of in-house material, a search for similar complaints, and a review of labeling. Testing using architect intact pth reagent lot 01110f000 was completed using both the routine mode and the stat mode for a total of six runs. For each testing scheme three architect instruments were calibrated, and a single replicate of abbott controls were tested. Testing acceptance criteria were met. Tracking and trending identified no adverse trend. Labeling was reviewed and found to be adequate. Based on the investigation no product deficiency was identified.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated an architect i2000sr generated a falsely elevated ipth result for one sample from a (B)(6) male orthopedic patient. The architect generated an initial ipth result of 80. The sample was also tested at two outside laboratories which generated ipth results of 30 and 43. The customer retested the patient sample and obtained a result similar to the results obtained at the outside laboratories. There was no adverse impact to patient management reported.